Event description:
The patient contacted animas on (B)(6) 2012 stating that for the past month all the keypad buttons were intermittently unresponsive. The patient noted that now there was a tear on the ok keypad button. The patient stated that the pump was previously exposed to water but denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn and peeling. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.